Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The hard drive needs to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the 7900 system displayed an error message and would not boot up. No patient injury was reported.